Event description:
It was reported that during an implant procedure, the insulation of the right ventricular (rv) lead was twisted accompanied by failure to capture. As a result, the rv lead was not used and was replaced with a new lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were ¿spiraling of the insulation¿ and failure to capture. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿spiraling of the insulation¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies.